Event description:
The medical team had an impella cp placed via single access at the right femoral artery for hemodynamic support. There was an access site perforation that was treated by artery repair and a surgical cut-down.

Manufacturer narrative:
The medical center returned for analysis the impella pump, but no introducer sheath. The root cause of the access site damage was presumed to be a use error. The failure mode will be monitored and trended.

Manufacturer narrative:
Low flow: the investigation for the reported low flow has been completed. The product was returned. Per the results of the clinical review and investigation: pump was returned and inspected in the bhl. Biomaterial was visualized to be adhered on the impeller. The pump was run at p3 and p7 and the flow was continuously .2 l/min. The ingestion of biomaterial and improper positioning most likely contributed to the low pump flow. Limb ischemia and positioning issues the impella device was returned, and an investigation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: limb ischemia: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records. Corrections: b5: updated to address additional reported issues. G1: corrected manufacturer contact.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited suction issues indicating low flow. The staff reduced flows to 1-1.3 l/min on p9, but the motor current was nearly flat. The staff was unable to restore flows to expected range or pulsitility to motor current. The patient also experienced limb ischemia and heparin was added to the purge. Due to these issues, the physician decided to explant the pump and replace with another impella cp. During replacement the doctor encountered positioning issues, the orignal impella positioning was too deep into the ventricle and exited the tip of the sheath. The impella could not pass through, so a peelaway was utilized. Once the cook sheath was in place, the pigtail catheter was used to cross the aortic valve. The first impella was pulled back into the ascending aorta, while the second impella was inserted over the wire in standard fashion. It was reported that the patient survived the explant and the procedure.